Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter strut perforated body of l3 and inferior vena cava. The device was removed percutaneously. The patient experienced back and abdominal pain; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation / motor vehicle accident. At some time post filter deployment, it was alleged that the filter strut perforated body of l3 and inferior vena cava. The device was removed percutaneously. The patient experienced back and abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four years ten months of post deployment, computed tomography angiography of abdominal aorta was performed due to abdominal pain and result showed that there was an inferior vena cava filter. A lateral strut appeared to extend outside of the wall of the inferior vena cava. A medial strut appeared to extend outside of the wall of the inferior vena cava. The proximal aspect of the filter appeared to be below the renal veins. The patient had persistent abdominal and back pain. Computed tomography imaging was significant for a strut of the inferior vena cava filter that appeared to have lodged in the body of l3 vertebrae. Around, eight days later, computed tomography venogram was significant for a strut of the inferior vena cava filter with migration through the cava into the vertebral body of l3 with some inflammatory reaction around the filter strut. Then, filter removal procedure was performed. Percutaneous access was gained to the right internal jugular vein with a micropuncture set and using ultrasound guidance, a 5 french sheath was introduced. A guidewire was passed into the distal inferior vena cava and an omni flush catheter was placed. A venogram was not obtained as the patient had a preoperative computed tomography scan which showed that the hook to be in central position, not imbedded in the wall, and no evidence of thrombus within the filter. The guidewire was then exchanged through the omni flush catheter for a stiff amplatz wire. The omni flush catheter was removed. A 12 french sheath from the cook inferior vena cava filter retrieval set was then placed just above the inferior vena cava filter. A 15 mm gooseneck snare was then used to grab the indwelling inferior vena cava filter. Tension was placed on the snare catheter against the inferior vena cava filter and the inferior vena cava filter was easily captured. The system was removed leaving only the 12 french sheath in place. The inferior vena cava filter was examined and confirmed to have been completely removed with all struts intact. Around, seventeen days later, the patient reported that the vena cava filter had broken into several pieces and 2 were lodged in the spine. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for the perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 09/2013). H11: h6 (results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.